Event description:
A hospital in (B)(6) reported via a distributor that one of the mr210 adult humidification chamber ports had a crack. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported via a distributor that one of the mr210 adult humidification chamber ports had a crack. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint mr210 chamber was recently returned to fisher & paykel healthcare (B)(4). The investigation is currently in progress and we will provide a follow-up report upon completion of our evaluation.

Manufacturer narrative:
(B)(4). Method: the complaint mr210 chamber was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: visual inspection revealed that the complaint chamber dome port is cracked. A lot check revealed no other complaint of this type for lot number 120315. Conclusion: every mr210 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. In addition to the pressure test, a visual inspection is performed on each chamber. Any chamber which fails either of these tests is rejected. The crack damage on the complaint mr210 device is likely to have been caused by impact damage that occurred after the product was released for distribution, possibly during transportation or storage of the device.